Event description:
It was reported that the unspecified bd q-syte¿ luer access split septum (stand-alone device) the customer experienced fluid blockage. The following information was provided by the initial reporter: verbatim: it was reported that clinician and/or any patients have encountered fluid blockage issues when using the bd q-style extension set. Clinician experienced: yes, I did encounter fluid blockage that led to interruption of therapy and harm when I last used the bd q-style extension set on this patient; increased pressure.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.